Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls on the day of event occurrence were within acceptable range. After the physician(s) questioned the initial discordant results, the customer reran the quality controls, which were outside the specifications. The system was showing reagent and sample probe cleaner bottle empty errors. The ccc specialist checked the pump heads, which were seated and spinning properly. There were no visible issues with heterogeneous module (hm) tubing. The ccc specialist ran a system check, which passed. The customer recalibrated the assay, which failed. The customer checked hm tubing and probes and aligned them. The customer calibrated the assay with new lot, which failed. The customer replaced sample probe, reagent arm 1 (r1) and bleached the drains as per dimension vista operators guide. The customer replaced the hm pump heads and chemistry wash and recalibrated the assay, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found that there were ltni erroneous patient results in conjunction with reagent and sample probe cleaner bottle empty errors. The cse checked the alignments and determined that the reagent arm 2 (r2) alignments were out of specification. The cse corrected the alignments, checked reagent and cuvette temperatures, calibrated hm mixers, and bleached drains. The cse checked system counters, which were within specifications. The cse found that r1 drain was worn and replaced the drain. The cse stated that reagent and sample probe cleaner bottle empty errors had occurred at same time interval as erroneous ltni results being obtained. The daily maintenance was acceptable. During the follow-up visits, the cse determined that r2 arm encoder was damaged. The cse replaced the cuvette board slot 9 and found r2 encoder to be throwing off r2 to drain alignments. The cse also determined that ltni assay was showing abnormal assay errors. The cse replaced the r2 arm. There were no errors after troubleshooting was performed. The cse ran quality control, which was acceptable. The cse found that r2 arm was not aligned properly. The cse realigned the r2 arm and found that hm probe alignments were out of specification. The cse realigned the hm probes and performed system checks, which passed. The cause of the discordant falsely elevated ltni results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant falsely elevated cardiac troponin-I (ltni) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension rxl instrument, resulting lower. The corrected results from the alternate dimension rxl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni results.